Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patients concern with the product" and "rupture". The device remains implanted. This record is for the right side.

Event description:
Healthcare professional reported "patients concern with the product" and "rupture". Healthcare professional later reported "moderate to large amount of peri-implant fluid", "multiple layers of capsule" and "she has capsule con capsule". The device has been explanted and replaced. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: seroma: unable to observe as it is not related to the manufacturing process. Rupture: observed a broken assessed as an unidentified (tear) opening and missing shell and patch observed assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.